Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included hernia repair. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced scar ("scar tissue"), menstruation delayed ("missed period") and breast pain ("sore boobs"). The patient was treated with surgery (hysterectomy (full)). Essure was removed in (B)(6) 2014. At the time of the report, the medical device removal, scar, menstruation delayed and breast pain outcome was unknown. The reporter considered breast pain, medical device removal, menstruation delayed and scar to be related to essure. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: events added: "missed period, breast pain", new reporter added. On 23-mar-2020: follow up 6 and 7 processed together. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included hernia repair. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced scar ("scar tissue"). The patient was treated with surgery (hysterectomy (full)). Essure was removed. At the time of the report, the medical device removal and scar outcome was unknown. The reporter considered medical device removal and scar to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.